Event description:
Additional information received reported that since the replacement, the patient has been receiving effective therapy. This event was also reported under manufacturer report #3007566237-2015-01979: [-###- it was reported that an unknown patient had a motor stall and the pump was sent back for analysis. No patient, drug, or outcome information was reported. Follow up was conducted in an effort to obtain further information. If additional information is received a follow up report will be sent.] Any additional information received will be reported under this manufacturer report number (3004209178-2015-09404).

Manufacturer narrative:
Analysis of the pump found anomalies with the motor. The gear train had issues with corrosion and/or wear and/or lubrication. It was also found that the motor stall was due to shaft bearing. Previously reported conclusion code no longer applies to this event.

Event description:
It was later reported that the pump was replaced on 2015-(B)(6).

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient reported they were in the hospital last week (unrelated to the pump), and stated that they always heard electronic sounds there and became accustomed to it. They were discharged the day prior to the report, and last night they thought they were still continuing to hear the sounds of the hospital. On the morning of the report they heard the sound again and realized it was their pump. They stated the pump had been alarming for over a week. The patient reported hearing an alarm, and telemetry confirmed a motor stall occurred with no motor stall recovery recorded. The stall occurred on (B)(6) 2015 and a stopped pump and tube set message occurred on (B)(6) 2015. There was no MRI or known magnetic influence that would have caused the stall. The patient experienced nausea, vomiting, severe stomach cramps, fever, and increased pain. The patient was waiting for insurance approval for pump replacement, and they were not receiving effective therapy. The pump contained bupivacaine and morphine.